Manufacturer narrative:
Updated information: d1 brand name updated. Additional information was reported which states that "the facility opted to secure the damaged anticontamination sleeve with an occlusive dressing."

Event description:
An impella cp device was inserted into the left axillary/subclavian artery in a 36-year-old male patient presenting in cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted for ventricular support post balloon aortic valvuloplasty (bav). Upon arrival to the intensive care unit (ICU) from an outside hospital, the anti-contamination sleeve was noted to be damaged and pulled off from the touhy-borst. The urine was also noted to be pink/red tinged. A plasma free hemoglobin was 250. The post-procedure outcome is unknown. The impella functioned at p-2 at 1.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number additional information states that the device was explanted and the device will not be returned.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis could not be determined. The cause of the anticontamination sleeve separation could not be determined.